Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited scope communication error (b30). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the insertion section was subjected external load, as evidenced by the ¿indentation¿ that was observed. It was noted, image sensor unit (including the cable) was also subjected to a load at the time of this damage and could have caused the b30 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.